Manufacturer narrative:
Additional information provided in h.6. And h.11. The reported product was not received at the investigation site for evaluation. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. As the root cause and its origin are inconclusive, further investigation or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during posterior vitrectomy surgery in an ophthalmic system, while the surgeon injected oil, a bubble formed at the tip of the cannula and created a huge choroidal issue in the patient. The patient experienced anterior chamber shallowing, and the current condition was unknown. The infusion stopped as if the line was kinked. The line was moved from the small channel to the larger channel, and the line cleared. The ophthalmic trocars kept coming loose multiple times and needed to be reinserted. The procedure was completed on the same day by using different device. The patient¿s current condition was unknown. This report pertains to cassette involved in this reported event. Additional information was requested; none was received to date.